Event description:
It was reported that the leads had migrated and the patient was no longer receiving adequate pain relief. The patient underwent an explant procedure and the explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred either in the year 2021 or 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7073565.